Event description:
It was reported that there was a high impedance issue. There were >3600 values on electrodes 8 and 10 in all combinations. Reprogramming was required and impedance testing was performed. They reprogrammed to eliminate electrode 8 from use and electrode 10 was not in use. The product issue was not resolved and the cause of the issue was not determined. They were unable to determine if the impedance issue was with the implantable neurostimulator (ins) or which lead. It was noted that the patient had a fall and now had pain at her right buttock ins site. The patient was alive and without injury. The patient was receiving effective therapy. No further action planned.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-45, lot# v308402, implanted: (B)(6) 2009, product type: lead. Product ID: 8590-9, lot# n212417, implanted: (B)(6)2009, product type: accessory. Product ID: 8590-9, lot# n193831, implanted: (B)(6) 2009, product type: accessory. Product ID: 355024, lot# n085531, implanted: (B)(6) 2009, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-45, lot# v383868, implanted: (B)(6) 2010, product type: lead. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-45, lot# v308402, implanted: (B)(6) 2009, product type: lead. Product ID: 8590-9, lot# n212417, implanted: (B)(6) 2009, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3487a-45, lot# j0555470v, implanted: (B)(6) 2006, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7427v, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).